Event description:
Healthcare professional reported a left side "exchange from textured smooth implants due to the patient concern with the product." Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual evaluation:device photograph(s) for the device related to the reported event of anxiety¿product/procedure and rupture was reviewed on august 22, 2022. Visual analysis of the photographs identified the device was broken shell, white/blue encapsulation and yellow particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.